Event description:
The patient reported that her device over delivered insulin, and is no longer using it. The patient did not want to troubleshoot. She told her doctor about the over delivery, and was told to stop using the medtronic insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.